Event description:
It was reported that during a percutaneous transluminal angioplasty, stent deployment issue occurred.the 99% stenosed target lesion was located in the shunt in a moderately calcified and moderately tortuous unspecified vessel. A 8x41x75 epic vascular bare metal stent was selected and advanced to treat the target lesion. Upon deployment, it was noted that the "stent jumped" and was not placed in the desired position, so the physician used another of the same stent to cover the lesion. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).